Event description:
It was reported that a patient using the ilet experienced a low glucose event after missing several meal announcements while believing they had entered them; the event was addressed with oral glucose and troubleshooting education on proper completion of meal announcements was provided. Symptoms included hypoglycemia with a nadir of 61 mg/dl. Outcomes included the need for medication intervention in the form of oral glucose. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed no device problem, with a usage problem identified related to improper or incorrect procedure involving the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.